Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device powered off during patient use. The customer is requesting that the device be returned for bench repair. It was reported that the alleged failure was observed while in use on a patient. However, no adverse patient impact was reported.

Manufacturer narrative:
The device was received by the philips repair bench. The customer later contacted the repair bench and requested the device be returned back unrepaired. No parts were replaced. The device was returned to the customer unrepaired.

Event description:
It was reported to philips that the device powered off during patient use. The customer is requesting that the device be returned for bench repair. There was no adverse patient impact.